Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to pair pump and transmitter. The customer received the device not found alert. The customer reported no adverse event. The event involved product mmt-7811na,mmt-1780kl. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-7811na,mmt-1780kl were requested and customer response was the devices will be returned. The customer will discontinue the use of the devices.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After 2 hours the unit was able to fully charge properly to 4.1 volts. No battery anomaly noted. After removing the device from the charger, the green led flashed properly. After the test plug was installed, the led flashed properly. No led anomalies were noted. Several attempts were made to connect and sync devices. Unit failed to communicate and sync during rf association, problem was isolated to electronic assembly. In conclusion, unable to perform functional, and rf test due to communication anomaly, the customer complaint of transmitter not communicating is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.